Event description:
Per the audiologist, the patient experienced a decrease in performance. Clinic reported the patient decided to have elective explantation. The patients device was explanted (B) (6), 2008 and the patient was implanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4). Cochlear attempted an electronic submission on march 5, 2009, unsuccessfully. Cochlear submitted paper submission march 9, 2009 and per FDA request, submitting electronically.